Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulsed field ablation (pfa) procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. When entering the farawave catheter into the faradrive steerable sheath clear, aspiration and flushing was performed. The guidewire was positioned with/just outside of the farawave catheter. After aspirating multiple times, more bubbles would appear. A manifold was used for irrigation of the faradrive steerable sheath clear. The bubbles were observed in the manifold and flushing line. The transducer lines were checked and no bubbles were seen. Another faradrive steerable sheath clear was opened, no bubbles were present, and the procedure was completed successfully. No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
Faradrive sheath was returned with its dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. During preparation for leak testing, the sheath was observed to leak at the proximal end from the hemostatic valves. Inspection of the hemostatic valves found the external valve torn on the inner face and internal valve torn on the outer and inner faces near the center slit, compromising the valves' ability to seal pressure and fluid within the sheath. Inspection of the hemostatic valves observed both valves to be deformed from the prolonged insertion of the dilator as the device was returned with the accessory still inserted. This defect was not mentioned in the available information, indicating that this defective condition was not present during the time of event use and must have occurred during transportation or storage of this device.

Event description:
It was reported that during the pulsed field ablation (pfa) procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. When entering the farawave catheter into the faradrive steerable sheath clear, aspiration and flushing was performed. The guidewire was positioned with/just outside of the farawave catheter. After aspirating multiple times, more bubbles would appear. A manifold was used for irrigation of the faradrive steerable sheath clear. The bubbles were observed in the manifold and flushing line. The transducer lines were checked and no bubbles were seen. Another faradrive steerable sheath clear was opened, no bubbles were present, and the procedure was completed successfully. No patient complications have been reported.